Event description:
The laboratory cerner computer system suddenly started to recycle order numbers. This caused current results to be posted to old encounters from march 2003. Over 36,000 records were effected in a time frame of one week. This delayed physicians receiving results needed to make clinical decisions in hospitalized patients.